Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported this customer has two spo2 / spco patient cable and sensor combinations which are causing an x series to show high co levels when no co is present. No patient impact or consequence was reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.